Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Ts reviewed the daily threshold and impedance measurement reports and noted the rv lead impedances measured greater than 125 ohms. Ts also noted that the rv lead pacing impedances have begun to rise recently, however, the measurements remain within normal limits (wnl). Ts discussed findings with the hcp and recommended for an in clinic visit for further evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.